Event description:
It is reported that the patient underwent a revision due to infection.

Manufacturer narrative:
This report will be amended whn our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The in-vivo time of the femoral head and elevated liner are 16 days. The devices were used in approved and compatible combination. Review of complaint history identified no previous complaints for the part-lot combination for the head and liner. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. The reported (B)(4) design controlled devices are used for treatment.